Event description:
The patient's spouse reported that another physician "nicked" the patient's catheter, no other information, including patient symptoms or outcomes and troubleshooting were provided.